Manufacturer narrative:
D4 - model # was updated. D7a - single use device was updated. H3 and h6 were updated. The suspect pump was returned for evaluation. The event history log was reviewed. No service history was recorded within the past 12 months. Visual inspection and functional testing identified moderate bubbling at the downstream occlusion (dso) seal. This confirmed the complainant¿s allegation. The main board, dso sensor, seal, and latch/lock were replaced. The probable cause was determined to be moderate bubbling of the dso seal. The device passed all functional testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there was a large bubble present in the downstream occlusion sensor rubber, and that the power button had lost its tactile feel. The event occurred during infusion with patient involvement and no harm.